Manufacturer narrative:
Anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Neurological symptoms are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Thirty days post the stent placement in the left internal carotid artery the patient suffered ¿sensory paralysis¿. No further information was provided.

Event description:
Thirty days post the stent placement in the left internal carotid artery the patient suffered ¿sensory paralysis¿. No further information was provided.